Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 1 video and 1 defective sample. The defective sample shows that the sku is 383078, the batch code is 3339889, the cone inside the adapter of the prn is broken, the fracture is close to the bottom of the cone and is not in the same plane with the big end of the pp connector, and the screw of the pp connector has no obvious damage. 2. DHR/bhr review lot#3339889 1-this batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at cfs package line in december 2023. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 3331288, review the raw material inspection records, no abnormalities. 3. The retained samples of this batch are taken for 45psi leakage test and prn torque test. The tests are passed, no leakage is found at the prns, and the prn torques meet the product specifications, please see attachment pr#10507367-2 for the test reports. Microscopic examination of the cone inside the adapters, and it is found that there are slight defects at the bottom of the cones. 4. Cause analysis: 1-the prn assembly process has torque and assembly stroke monitoring, and the prn assembly device does not touch the cone inside the adapter. 2-the fracture of the cone is close to the bottom of the cone and is not in the same plane with the big end of the pp connector, indicating that the connection depth of the prn and the pp connector is not abnormal, that is, the assembly torque of the prn is not abnormal. 3-there is no obvious damage to the screw of pp connector, indicating that no malocclusion occurred during the assembly of prn and pp connector. 4-the bottom of the cones inside the adapters of the retained samples are slightly defective, which do not affect the use of the product, but, indicating that the molding of the adapters of this batch are poor. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process. Through the inspection and analysis of the defective sample and retained samples, it is speculated that the leakage of the prn may be related to the molding of the adapter. However, since the defect occurred for the first time and the inferred result has not been verified, so the root cause cannot be determined. The plant will continue to track and investigate the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc adapter is defective / damaged heparin cap is cracked at the screw opening, and there is blood coming out of the needle when it is removed after puncture. Sample can be returned, video available need green claim. Complaint response letter required. Complaint acceptance letter required.